Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture,high thresholds and undefined high impedance were observed on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.